Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer is using the other surgeon side console (ssc) since it is a dual setup. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the master manipulators was not responding. Technical support engineer (tse) viewed system logs and saw a 23031 error on master tool manipulator (mtmr) 2. The customer stated it was a dual console case, so they are proceeding with the other surgeon side console (ssc). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue during sine cycle. The embedded serializer master handle (esmh) will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.